Manufacturer narrative:
Device evaluation no longer required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a pacing problem. After external cardioversion with defibrillator, the pacing pause was observed. The physician had to give a chest punch to the patient. The ipg was interrogated and no changes were made. The ipg remains in use. No further patient complications have been reported as a result of this event.